Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Therefore, 30 retention samples from bd inventory were evaluated by visual functional testing for proper activation and the issue relating to defective locking mechanism was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. While bd was unable to confirm this complaint for the indicated failure mode defective locking mechanism, bd has initiated further root cause investigation relating to the issue of defective locking mechanism through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle safety shield broke off while attempting to cover the needle, and resulted in an accidental, dirty needle stick. The following information was provided by the initial reporter: "I was told that there have been issues with needles safety shield not working properly, but that the following was of great concern due to a needle stick injury that occurred. On (B)(6), I was informed that on two separate occasions occurring the week of (B)(6) the safety shield broke off of the needle while attempting to engage the safety shield over the needle after use, once resulting in an accidental needle stick. On (B)(6), I was informed that another safety shield broke off a needle. It was noted that these occurrences happened with different end users."